Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: monument manufacturing date: 09-dec-2022 expiration date: 01-dec-2032 part number: 04.037.243s, 12mm/130 deg ti cann tfna 200mm - sterile lot number: 3465p27 (sterile) lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection plan, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 24208 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 3240p32 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree, tfna lot number: 3304p38 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 2002p52 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 23-aug-2022 was reviewed and determined to be conforming. Lot summary report dated 14-nov-2022 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from switzerland reports an event as follows: it was reported that patient underwent revision surgery due to breakage of a trochanteric fixation nail advanced (tfna) nail. The nail had been implanted one and a half months prior. This report is for a 12mm/130 deg ti cann tfna 200mm - sterile. This is report of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.